Manufacturer narrative:
The bench repair engineer replaced the flow sensor assembly, and the issue was resolved.

Manufacturer narrative:
Philips technicians evaluated the ventilator, and a fault low leak alarm was confirmed. The unit failed the flow test during troubleshooting due to a flow sensor malfunction. The flow sensor was a swap with an in-house device flow sensor, and this corrected the fault.the screws on the retainer plate are damaged and require replacement.

Manufacturer narrative:
The flow sensors were returned for failure analysis. Visual inspection revealed no anomalies. Functional testing was performed, and the customer complaint was verified. The root cause was failure of both flow sensors, in both cases caused by u1 falling out of calibration.

Manufacturer narrative:
Date of report: 24sep2021.

Event description:
The customer reported while using the ventilator it alarmed indicating a low leak. Customer mentioned air flow test was performed and device failed that test. Patient/user involvement is unknown however no harm was reported.